Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported that the coating of the lead came back, which exposed the coiled wires. As an factor that may have led to the issue, the physician removed and repositioned the lead several times trying to find optimal placement. No troubleshooting was performed. The lead was then removed and replaced. No surgical intervention had occurred and none were planned. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the lead with lot number va249ek found that the outer insulation separated at the butt joint of the proximal end due to overstress/damage. If information is provided in the future, a supplemental report will be issued.